Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial articular surface provisional determined that the device exhibits signs of repeated use like nicks and gouges and also has fractured on the lateral side of the post. All pieces were returned for evaluation. DHR was reviewed and no discrepancies were found there are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following has been updated: the following have been corrected:

Manufacturer narrative:
(B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a provisional was found fractured. No adverse events have been reported as a result of the malfunction.